Manufacturer narrative:
Please refer to the attached analysis report. Attachment: [20191017 - file-2019-02843_analysis_and_closure_report_resp-2019-01483.pdf].

Event description:
During a follow-up on (B)(6) 2019, the physician noticed that an abrupt rise in lead impedance values (above 2000 ohms) had occurred during a few days, but then decreased abruptly to the previous values. Pacing, sensing and impedance tests were normal during the follow-up.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a follow-up on (B)(6) 2019, the physician noticed that an abrupt rise in lead impedance values (above 2000 ohms) had occurred during a few days, but then decreased abruptly to the previous values. Pacing, sensing and impedance tests were normal during the follow-up.